Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the reload would close but would not open and complete the cycle. This happened after the 5th fire. Earlier this handle was on a charger that would constantly blink and not charge the device. The charger was replaced and charged the handle. The adapter was reattached and the battery indicator went yellow, they reattached it again and it went green. The patient is alive and has no injury. From (B)(4), according to the reporter: the charger is constantly blinking when a device is charging. It won't charge a handle. From (B)(4), according to the reporter: the charger is constantly blinking when a device is charging. It won't charge a handle.